Event description:
Hosp employee was exposed to the hiv virus while utilizing product. Employee was employed as a laboratory assistant. She had drawn blood utilizing the product. The needle was then placed in a styrofoam block and transported by client to a specific disposal unit. As client was removing the used needle from the styrofoam block, the needle system broke causing the used needle itself to pierce employee's skin. Apparently this problem involving the break of the above needle system is not an isolated incident.